Event description:
It was reported that, "the pt had a depuy cage and cemented liner that was being revised to a "tritantium" cup with elevated liner. Pt had a omniflex stem so we replaced the head with a 36mm c-taper.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as device was given to pt. If add'l info becomes available, then it will be submitted in a supplemental report.